Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high threshold measurements and a loss of capture (loc). Although this patient has an underlying rhythm around 40 beats per minute (bpm), the patient is experiencing dizziness, lightheaded and shortness of breath (sob). Other lead measurements were found to be within acceptable specifications. Boston scientific technical services (ts) discussed that this appears to be a lead issue and advised to closely monitor the lead. The lead at this time remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.